Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross a calcified lesion in the proximal lad with a taxus express2 3.0x20mm drug eluting stent. The stent would not cross the lesion. When the stent was removed, it was noted that one of the struts was reported to be in satisfactory condition.